Event description:
A customer contacted home care services (hcs) regarding a clearlink which had failed to prime twice in the past two weeks. The customer believes that it could be due to a faulty filter. There was no patient involvement, injury, medical intervention, or adverse event associated with this report.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample evaluation was not performed, as the sample was not available. A batch review was performed with no issues noted during the manufacturing process. Hence, the complaint is not confirmed and the assignable cause could not be determined.